Manufacturer narrative:
Further information from the reporter regarding product details has been requested. No additional information is available at this time. Device labeling: precautions the xen®45 gel stent and xen® injector should be carefully examined in the operating room prior to use. If increased resistance is observed at any time during the implantation procedure, stop the implantation procedure immediately and use a new xen® system.

Event description:
Physician reported "during injection of xen gel a major resistance was felt at the injector cursor level, which has prevented the proper usage of the device. It has also prevented the following reload of the device. It was necessary to open another device." The device made contact with the patient's left eye, but no harm was done to the patient and no impact was made on the surgical staff.